Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2017, low ventricular lead impedance values (below 200 ohms) and arrhythmia episodes showing noise were recorded in the pacemaker memory. The ventricular polarity was then reprogrammed from bipolar to unipolar. Since then, additional episodes showing noise were recorded, but ventricular lead impedance measurements showed no fluctuations. On (B)(6) 2018, while the patient was being hospitalized for a reason unrelated to the pacing system, the ECG monitor showed a ventricular pause lasting longer than 2 seconds. A follow-up was performed on 23 may 2018. As the ECG was suggestive of ventricular oversensing and the patient was not showing a spontaneous rhythm, the pacing mode of the pacemaker was reprogrammed from ddd to doo. Reportedly, no oversensing was reproduced when performing an isometric test.